Event description:
It was reported that the customer's insulin pump was counting up during the prime, but the insulin did not exit. It was stated that the customer did not see the piston moving. The displacement test was performed and the test failed as numbers continued ramping up without the reservoir in the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.